Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos camera head was intermittently losing its image whenever the cable was manipulated. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the intermittent loss of image when the cable was manipulated could not be determined. It could be possible that there is a communication failure but without a returned device no conclusion can be made. Olympus will continue to monitor field performance for this device.